Event description:
Additional information: the health care provider (hcp) reported the patient experienced spinal fluid leakage that resulted in significant edema. Per the hcp the cause of the event was dislodgement of the catheter; distal segment. A catheter dye study confirmed the catheter had migrated out of the spinal canal; the anchor still attached. A catheter revision was done. Per the hcp, non-serious injury/illness. The pump delivered morphine.

Manufacturer narrative:
(B)(4).

Event description:
The health care provider reported that there was a confirmed catheter fracture. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8709sc, lot # n311641012, implanted on: (B)(6) 2012, explanted on: unknown.